Manufacturer narrative:
This info has not been provided. Add'l info has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing, no conclusion can be drawn.

Event description:
During a tlif at l5-s1 procedure, the locking cap froze in the screw head during insertion. Surgeon had to cut the rod in order to remove the screws. Screws were removed and replaced along with new rod. The threader persuader got stuck on a screw and the screw came out with the persuader. The black inner sleeve broke inside the persuader. The tip of the screwdriver snapped off in a screw and was retrieved. Surgeon aborted the planned procedure of reducing the spondy and placed and locked down screws to complete. About 2 hours was added to the procedure time. Reportedly the pt is doing fine. This report is #5 of 6 for the same event.